Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; unknown bone cement: catalog#ni, lot#ni. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total arthroplasty. Subsequently, approximately ten (10) years post-implantation, the patient presented with knee pain and underwent revision surgery. The tibial tray was found to be grossly loose with no cement adhered to the implant. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
Reported event was unable to be confirmed. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.